Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of up to 20 mmol/l (360 mg/dl) since (B)(6) 2010 and he believes the infusion device does not correctly deliver bolus amounts. He also reported insulin has been spilled in the cartridge compartment of the infusion device and e7 (electronic) error is often displayed. His normal blood glucose range is 6-7 mmol/l (108-126 mg/dl). No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.